Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. The physician was attempting to deploy a taxus express2 2.75 x 16 mm drug eluting stent in an unknown lesion. The physician pulled the stent delivery system through the guide catheter. Once the stent was removed from the pt the strut was bent. The pt condition is reported as satisfactory/good. The directions for use states note product "use by" date. It is important that this is adhered to.